Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) delivered a high out of range shock impedance measurement of greater than 125 ohms during a commanded test. The physician decided to reprogram the shock impedance limit to a higher value and the ICD remains in service. No adverse patient effects were reported.